Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was not able to be performed because no serial number was provided. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. The formula being used not intended for use with an enteral pump. Per the formula manufacturer "absorb plus doesn't really work well in a feeding tube. People have tried diluting it with a lot of extra water, but they still have to massage/shake the bag regularly while it's going in and it may clog the tube. We do not have any dietitian, but we're happy to answer any questions regarding jinis products and protocols". This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "seemed like it was running but not infusing". The initial reporter also stated that the issue is not consistent, as sometimes the infusion runs "just fine". They stated that they were using absorb plus by imix as a formula and mixing it with flax seed oil. Mmdg did follow up with the initial reporter who stated that there had been no adverse effects to the patient due to the complaint. (B)(4).